Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing due to myopotentials was observed on the ventricular channel. Programming changes were made. Device remains implanted.